Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced tape not sticking event on 04-may-2024. The cause of non-sticking event were adhesiveness may be affected by skin type activity level and weather conditions (high temperatures and/or humidity) and prep wipes may be used to clean the insertion area. No further information available.